Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the infusion set completely came out of his body. Customer's blood glucose was 55 mg/dl at the time of the incident. Customer stated that the buttons were stuck on the main menu. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was able to replace the infusion set. Customer was also assisted in priming tubing and inserting the set.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked lcd window, cracked case at the display window corner, broken belt clip slot and cracked reservoir tube lip.